Event description:
The customer reported that while they were camping the insulin pump was exposed to dry climate which caused the device to heat up. The device felt hot but appeared to be operating. On the drive home customer felt that the pump was hot again and saw that the display was blank. The customer removed the batteries and rested the device until got home. At home they inserted new batteries and the device got hot again and each subsequent battery resulted the same way. The customer's blood glucose was 136 mg/dl. There was no apparent damage. The device was not dropped or bumped. The customer stated that the device was exposed to a humid climate in the past, but they have not been in or near water. The contacts on the battery cap are not missing or damaged. The battery compartment and the spring are neither damaged nor corroded. While on the phone the customer inserted new batteries but the display did not return. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display, battery tube and battery heating up due to puncture on lcd isolation tape at connector and shorting out with battery tube positive side. Insulin pump received with minor scratches on lcd window.